Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced a stent thrombosis. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 14.0 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement of a 3.00 mm x 16 mm taxus liberte stent. Post stent deployment ivus revealed thrombus which was treated with post-dilatations using a compliant balloon and placement of a 4.00 mm x 16 mm taxus liberte stent. Residual stenosis was 0%, timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).